Manufacturer narrative:
Evaluation summary: pentax medical was made aware of an adverse event on (B)(6) 2021 that occurred in the united states. The reported complaint was that the it was recently determined by his healthcare team that he has/had an allergic reaction to their reprocessing agent. The endoscope model and serial number were not provided, so a device history review could not be completed. Additional information was requested on 25-jun-2021 via phone, but the facility preferred not to provide any additional information verbally. A written request via email was also sent, but the response has not been provided. Device was not evaluated by manufacturer because product information on the device that caused the event has not been provided. It is not the product failure. Importer report (B)(4) is attached. This report is being filed as part of the pentax backlog management plan.

Event description:
Connected w/ patient re: his monthly need to be scoped due to cancer. It was recently determined by his healthcare team that he has/had an allergic reaction to their reprocessing agent. Team informed him to contact pentax to buy a scope directly in which they would only use on him. Pentax informed patient that we cannot sell a medical device to a non-licensed/trained medical professional. Patient informed to work with his healthcare team regarding how to handle moving forward w/o the need for a direct-to-patient sale of a scope. The time of event is unknown.